Manufacturer narrative:
Additional narrative: this report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the customer will re-establish the control ranges for the ipth in accordance with instructions from ts. The probable cause of the event was user had incorrect ranges.

Event description:
On (B)(6) 2016 a customer reported high ipth with their aia-900 analyzer. The customer was sent tosoh controls as this is a known issue and was previously investigated. Technical support (ts) spoke with the customer over-the-phone to address the reported event. The customer runs ipth this issue resulted in delay reporting due to potential discrepant ipth patient results. There was no indication of any patient intervention or adverse event consequence due to potential discrepant patient results.